Event description:
The customer returned the gastrointestinal videoscope to the service center for separate issues. During the device analysis, the service repair technician indicates that foreign objects in the nozzle were found. The service repair technician assessed the condition but could not determine the cause of the failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the foreign objects in the nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.